Event description:
In 2008 - tsr rep stated he found the head section popped out of the seat section. No injury reported. On the same day - another rep stated the account alleged that they heard a loud snap from the bed and the top half of the bed started rocking. The following month, - tech- about 2" of play, the guides on the head articulating frame had come out of the extrusions. The head section of the articulating frame was bent replaced the section and tested.